Manufacturer narrative:
Of the two devices, two lot numbers were provided, and lot history reviews were performed. Of the two devices, one device was returned to the manufacturer for evaluation; however, another device was not returned. For one malfunction, the investigation is inconclusive for obstruction of flow. For another malfunction, the company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 5608062 implanted port allegedly experienced obstruction of flow. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. One female weight was (B)(6) lbs. All other details of patients were not provided.

Manufacturer narrative:
H10: of the two reported malfunctions, one was reassessed for reportability and determined to be no longer reportable. H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was returned for evaluation. Also 2170 and 1251 trending device codes were added to the malfunction.the investigation is inconclusive for the reported inability to aspirate and difficult to flush issue. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5608062 implanted port allegedly experienced obstruction of flow and difficult to flush. The information was received from one sources. This malfunction involved patients with no reported consequences. Age, weight and sex of the patient was not provided.